Event description:
It was discovered during product evaluation, that a patient control module (pcm) had leaked. The pcm's button was observed to be raised higher than normal. Fluid was observed to come out of the pcm?s housing when it was connected to the infusor. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The cause of the event was determined to be that the backplate was not affixed at one corner. The cause of this could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection found that the pcm button was raised higher than normal. During testing, fluid was observed coming out of the pcm's housing continuously during the entire flow test period. If additional relevant information is obtained, then a follow-up report will be submitted.